Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the extremely tortuous, non-calcified and 90% stenotic mid right coronary artery. The physician first deployed a stent and then advanced the 1.5x15mm maverick2 balloon to the lesion to post dilate the balloon was inflated to 6atms on the first inflation and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a different device. Patient status is reported as "good".